Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000096320.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system due to high impedances. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may occur later to address the issue. The investigation did not determine which lead had high impedances.

Event description:
The lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.